Event description:
Information was received from the multiple sources (service repair, manufacturer representative, user facility) regarding a flex arm having spinal therap. It was reported that the cracks were observed in the plastic bearing of the fixation dial part. This defect was deterioration over time. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is unknown. H3: product analysis#: (B)(4): product: 9560524, lot no: my19a001 analysis confirmed that there was deformation of the threads of the handle screw, breakage to the bearings, and deterioration of the cables and joints during the inspection at the time of acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.